Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's healthcare provider was having an issue "regarding the catheter backing out." No other info was provided. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.